Event description:
A health care facility reported receiving a high reading of 99 mg/dl on a precision pcx when compared to a valid laboratory value of 36 mg/dl. These values when plotted on a grid fell into the zone showing the difference in values to be clinically significant. There was no death, serious injury, or mistreatment associated with the event.